Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: the patient was preoperatively diagnosed with lytic spondylolisthesis l4 and l5, degenerative scoliosis. Spinal stenosis and underwent the following procedures: a laminectomy inferior bilateral l2, gill type laminectomy l3, gill type laminectomy l4, laminectomy l5, and superior bilateral hemilaminectomy of s1. Bilateral nerve root decompression l3, l4, l5, and s1. Performance of posterior spinal fusion, l3-l4, l4-l5, l5-s1 utilizing 6-mm titanium screw and rod system, 6-mm titanium rod system. Posterior utilization of a reduction screw technique and axial de-rotation of degenerative lumbar scoliosis. -22. Reduction of spondylolisthesis l4. Performance of bilateral smith-petersen osteotomies l3-l4, l4-l5, and l5-s1for decompression and spinal realignment. Performance of bilateral iliac crest bone graft internal. Performance of bilateral extraarticular sacroiliac joint fusion. Insertion of bone morphogenetic protein implant 8 mg per level l3-l4,l4-l5, l5-s1. Ssep monitoring. Emg monitoring. Biplanar c-arm fluoroscopy. As per op-notes&#55319;e decorticated the transverse processes of l5, l4, l3 . We then irrigated the wound copiously with 3 liters of pulsatile saline. We then applied bone morphogenic protein implants with absorbable collagen sponges l3-l4, l4-l5,l5-s1&#55316;he patient was post operatively diagnosed with lytic spondylolisthesis l3, and lytic spondylolisthesis l4. Degenerative scoliosis. Severe foraminal spinal stenosis. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.